Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system including an ipg on (B)(6) 2010. It was reported that the pt experienced rib stimulation and since that time has not utilized his scs system. He is now unable to establish communication with his ipg using either the programmer or the charging system. In addition, it was reported that the pt's stimulation failed to turn off when prompted. Discussions with the physician are underway to determine the next course of action in this matter.